Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed and pump therapy was resumed. Blood glucose was 356 mg/dl. As pump supplies were changed, tandem technical support could not determine a possible cause of the occlusions.